Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a primary audio background failure. It is unknown if there was no patient, or clinician injury associated with this event.

Event description:
Additional information received via email and attached 03/jan/2022: no patient involvement.

Manufacturer narrative:
Other text: additional information provided in b5 (event description) and h6. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found plunger head seal was removed and bottom case seal was intact. No battery pack and no visible contamination. Primary audible alarm background test found in event history log (ehl).the technician powered up and performed infusion and occlusion test. The technician was unable to duplicate customer reported problem and the error found in ehl. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Replaced speaker as preventive measure and performed self test/occlusion test. The connector was fully seated and re-glued using all three mating surfaces on both sides of the connection. A corrective and preventative action has been opened to address the report.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement.